Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determine that the reported failure was caused by plastic residue on the battery assembly not allowing the assembly to make solid contact with the battery terminals. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient injury reported as a result of this incident.